Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that removal difficulty occurred requiring additional intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A rotawire drive was selected for use. During the procedure, the impermeable opaque section of the device kinked within the coronary artery, causing operational difficulties. Resistance was felt upon removal, and a microcatheter was used to remove the device and avoid fracturing of the guidewire. The procedure was completed with another of the same device and the patient was good post procedure.